Manufacturer narrative:
The opened/used sensor was inspected during reliability analysis and found that the sensor cannula was broken. The broken part of the sensor cannula is missing. It could not be confirmed whether or not the customer received the sensor in said condition due to the customer returning the product outside of its original packaging.

Event description:
The customer reported via phone call that the his sensor glucose was 58 mg/dl but his blood glucose was 119 mg/dl. The sensor cannula was bent. Troubleshooting occurred for a bad sensor alert and a cal error. The sensor was returned for analysis and two replacement sensors were shipped to the customer.